Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03165,  2015691-2019-03166,  2015691-2019-03167.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are:  p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The dates of the events are unknown; however, according to the article, the study period was from february 2016 to august 2018. For this reason, the first day of the reported study period (01-feb-2016) was used as the occurrence date. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the limited information from the article, a cause of the aortic rupture could not be determined. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: ¿assessment of the early results of transcatheter aortic valve implantation from the point of view of the device selection¿ yoshihisa karube, et al. Displayed at the 49th annual meeting of the japanese society for cardiovascular surgery, on 13-feb-2019.

Event description:
As reported by our affiliate in (B)(6) and through a presentation at the 49th annual meeting of the japanese society for cardiovascular surgery, on 13-feb-2019, information was received via written article, "assessment of the early results of transcatheter aortic valve implantation from the point of view of the device selection". The facility had executed a total of 118 tavr procedures from february 2016 to august 2018. The devices used were; a non-edwards device, sapien xt and sapien 3. The early results were assessed to evaluate the adequate device selection for each case. It is unknown that if the event occurred to a sapien xt patient or a sapien 3 patient. This report will capture the 1 case of cardiac tamponade due to aortic root rupture. No additional details were provided regarding these events.